Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated tachy lead displayed a warning message of a shorted condition upon interrogation. The lead impedance was reported as less than 20 ohms, however normal impedance was obtained during a lead impedance test.